Manufacturer narrative:
This report is being filed to provide additional information in e.3, h.3, h.6 and h.10. Investigation: one filter from the collection set was returned for evaluation. The leukoreduction filter was tested for flow rate. A slow flow rate of 25ml/min was noted. The filter was disassembled to confirmed that anomalies such as detached or misaligned membranes were not observed in the filter. The number of filter membranes used for the filter conformed to the specification. We also observe the appearance of filter membranes. Residual blood, which had not been rinsed, was locally observed in all filter membranes. It was confirmed that the filter was connected in the right direction and no anomalies such as clogging and kink were observed in the line. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Root cause: with regard to the returned sample, normal saline flowed through the filter slowly and the second filter membrane from the inflow side (i.e. The first one of the main membranes with minute pores) of the filter was entirely dyed dark with toluidine blue; therefore, occlusion may have occurred in the filter. Residual blood was locally observed in all filter membranes and we inferred that occlusion had locally occurred. Hence, blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased and consequently leukocyte leakage occurred. In this case, the extension of filtration time is likely to occur concurrently. From the previously-reported similar incidents, it was inferred the clogged components were aggregated platelets. It is deemed that platelets, which were activated and aggregated for some reason, were trapped by the filter. In regard to occlusion by blood aggregates, it is recommended to fully agitate the donation bag after collection in order to reduce the risk of formation of aggregation. In addition, to reduce the risk of slow blood flow, the bag should be fully agitated before the start of filtration to evenly disperse the separated blood components.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).